Event description:
It was reported that a zimmer air dermatome was skipping during use and tore the skin graft. It was reported that the doctor had to harvest a second graft from the patient in order to complete the procedure. No further injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were within calibration. The motor rpms ran within the specification limits. It was determined that the head, control bar and hose were damaged. The device was repaired according to procedure and returned to the customer. A similar event was reported by the user facility against serial number, and is reported under medwatch #1526350-2009-0002. At this time, it is uncertain if serial number is related to the event reported in this medwatch. The manufacturer is in the process of obtaining additional information relative he correct number of incidents. Should further information become available, a follow up medwatch will be submitted providing additional event details.